Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy, during the vaginal cuff closure, the device was difficult to toggle, load and unload. The device handle locked up itself and would not open after loading, the scrub tech opened it and seemed to pass back and forth, then he was able to run three stitches, but the needle broke in half (out of the tissue) when it passed in the air. They found the needle fragment and resolved the issue. The patient is alive with no injury. The devices are expected to be returned for evaluation.